Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced usm to resolve the issue. The system was verified and ready to use. The usm arrived at failure analysis with reported problem and logged error 32056 pointing to the yaw. Usm was tested on an in-house system in normal mode where it passed. Also, usm was tested on a patient side cart fixture test platform (pftp) where it passed. Error 32056 on the yaw was confirmed, but not replicated. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, error 32056 occurred on the universal surgical manipulator 2 (usm2) when the system was performing the self-test. The customer pressed the recover button, but the error remained. The technical service engineer (tse) instructed the customer to power cycle the system with an emergency power off, but the issue still persisted. The tse then advised the customer to disable the usm2, the system passed the self-test, and the customer continued the procedure with the remaining usms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports have been placed by the time the issue occurred. The system initially powered on with the reported error 32056 and the customer completed the procedure with a three-arm configuration.